Event description:
A malfunction identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was advised to load a new cartridge, change supplies as needed, and resume insulin deliveries. No recurrence of the malfunction was noted after resetting, and the customer was advised to contact support if the issue recurred.